Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. Stryker observed that one of the device's battery pins was loose, which can cause power issues with the device. Stryker replaced the device's battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided stryker with some of the patient information. Fields a1, a2, a3, a4, and b7 have been updated. Patient fields in which information was not provided were intentionally left blank.